Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 458 mg/dl at the time. The customer experienced symptoms like nausea, diarrhea, and cold. The customer was assisted in troubleshooting. The customer's other blood glucose values were 448 mg/dl and 310 mg/dl. She treated herself with insulin pump but it was reported that the blood glucose remained high. The insulin pump will not be returned for analysis.